Event description:
According to the surgical assistant, the 1.7 variax plate (57-10379) rotated completely and lost its shape after fixing 3 screws. The doctor realized this because they took some x-rays before fixing the side screws. The doctor removed the plate and implanted another (57-15361) to complete the surgery.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The visual investigation confirmed the reported event. Two lips out of 4 plate holes were not allowing proper locking. The lips of the other two deformed holes showed that a thread was cut into thread of the locking screw due to torsional overload. In combination with investigation of related returned screws, it was concluded that the root cause of the event was partial torsional overload and insufficient torsional forces. During the investigation, no indications were found for material or manufacturing related issues.

Event description:
According to the surgical assistant, the 1.7 variax plate (57-10379) rotated completely and lost its shape after fixing 3 screws. The doctor realized this because they took some x-rays before fixing the side screws. The doctor removed the plate and implanted another (57-15361) to complete the surgery.